Event description:
Manufacturer representative reported a pt was implanted with a stimulation system in 2004. The pt had great motor stimulation on both the left and the right. The pt went to recovery and soon after the pt was paralyzed from the neck down. Hcp took the pt back into surgery and the leads were moved to c2 c3. As of a week later the pt was still paralyzed. No report of device explantation.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary pjn531297v analysis confirmed an intermittency between the pin cap and the pin. Full lead was returned.